Event description:
The customer contacted physio-control to report that their device intermittently would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the removed main keypad assembly. It was observed that the left side of button was worn and required a firm press for recognition. The right side functioned properly.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's main keypad assembly and after observing proper device operation through functional and performance testing the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device intermittently would not power on. There was no patient use associated with the reported event.